Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line even with no bubbles which was not reproduced. A review of the event history log identified air in line messages. The cause was determined to be ultrasonic sensor was out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete.  Service evaluation found upstream occlusion. A review of the event history log identified upstream occlusion messages. The cause was identified to be out of specification range ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found keypad malfunction. Evaluation confirmed the symptom and noted the ok button was not functioning properly. The cause was identified to be failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, experienced air in line even with no bubbles. There was no known patient injury or medical intervention associated with this event. No additional information is available.